Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The user facility reported a complaint to customer service on 12-jul-2021 for a "no video image" that occurred in the united states involving pentax medical video gastroscope, model eg29-i10, serial number (B)(4). The user responded via email to a customer service good faith effort email request on 12-jul-2021 and the user stated that the failure occurred during the procedure. There was no report of death, serious injury, or other significant/important medical event. The customer owned endoscope was received by pentax medical for evaluation on 27-jul-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician was unable to duplicate the user complaint but did document the following inspection findings: bending rubber leak at middle section, failed dry leak test, failed wet leak test, air/ water nozzle glue worn, air/ water socket o-ring chipped. The device underwent replacements for the following components: o-rings and seals, bending rubber. Model eg29-i10, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. The endoscope was approval by final qc on 06-aug-2021 and was delivered to the customer under delivery order (B)(4).